Event description:
Reporter indicated a vns patient was having something extruding from the neck site, with pain, swelling, redness, and bloody drainage. Good faith attempts to obtain additional information have been made, but have been unsuccessful to date.